Event description:
It was reported that the balloon was difficult to remove. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A peripheral cutting balloon was selected for use. During the procedure, after passing through the lesion with several devices and inflation performed using the 5cm balloon, removal attempt was made. However, the balloon could not be removed so the entire unit was removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported.